Event description:
It was reported that the clinical study patient has suspected vocal cord paralysis due to the recurrent laryngeal nerve being affected during surgery. It notes that the event is mild and treatment/medication was not changed, but diagnostic procedure was initiated. No further relevant information has been received to date.